Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with other urinary diversion surgical procedure, the vessel sealer extend (vse) instrument had a sealing failure. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.